Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode was explanted due to a product performance issue and was replaced with a transvenous device system, which remains in service. A return request is being sent to the field. No additional adverse patient effects were reported.